Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 0.256 ng/ml, which repeated as 0.014 ng/ml. The troponin t reagent lot number was 41679701, with an expiration date of 30-nov-2020.